Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault" error message. The customer did not indicated which pacer fault message was seen. Complainant indicated that there was no pt involvement in the reported malfunction.